Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received failed battery test alarm with compromised force sensor system alarm. The customer¿s blood glucose level was unknown. Customer reports failed battery test alarm was occur again after troubleshooting. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but compromised forced sensor system alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, compromised forced sensor system and excessive no delivery test due to compromised forced sensor systemalarm. No failed battery test alert noted.